Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume enunciated a faint tone despite volume settings being set to high. The customer's blood glucose was 342mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.